Manufacturer narrative:
Follow-up submitted as further investigation determined the damaged cpu board caused unintended footboard function and not loss of all motor functions as previously reported. Conclusion code was also added.

Event description:
It was reported via repair work order that there was a loss of motor function due to a damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via repair work order that there was unintended footboard function due to broken cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.